Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) to report discordant n latex flc lambda results on an atellica neph 630 instrument. Per the intended use section of the n latex flc lambda instructions for use (IFU): "results of flc measurements should always be interpreted in conjunction with other laboratory and clinical findings." Siemens investigated the issue and concluded that the issue was resolved by performing routine troubleshooting. Siemens performed an assessment of calibration, control, sample and past history data. The calibration curve showed no conspicuous pattern. All control results were within the ranges. Kinetic data of the affected sample showed no conspicuous pattern. A review of the past history since the n latex flc lambda lot 473288 was released showed no conspicuous pattern. Based on the provided data and information, the probable cause of the discordant n latex flc lambda patient sample results could not be identified. The differences in the pre-reaction values between the measurements are in principle not conspicuous and within the specification. Based on the performed analysis, reagent issues could not be identified. No general performance issue for the method flc lambda was identified. The customer is operational and the issue was resolved by performing routine troubleshooting. Based on this information, a product problem was not confirmed. The n latex flc lambda reagent lot 473288 is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. Note: the n latex flc lambda reagent is marketed in the united states under siemens material number 10873630. The 510(k) number documented in section g4 is for the us product.

Event description:
The customer reported the observation of a falsely depressed n latex flc lambda result when the sample was tested with a 1:400 dilution on an atellica neph 630 instrument. The erroneous result was not reported to the physician(s). The sample was repeated on the same instrument with a different dilution (1:2000). The repeat result with a 1:2000 dilution was higher than the erroneous result. The repeat result was reported, as the correct result, to the physician(s). For troubleshooting purposes, the sample was also tested at a different site on another atellica neph 630 instrument with both dilutions (1:400 and 1:2000). The results from the second site were aligned to the results from the initial site. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed n latex flc lambda result.